Manufacturer narrative:
Product event summary: analysis confirmed the reported loose head/programmer interface connection issue; the rf (radio frequency) he ad connector was found loose on the lem (link electronic module) printed circuit board assembly which resulted in intermittent telemetry. Analysis also confirmed the reported back door issue; the back power cord door tabs were broken. Analysis also found the printer drawer paper guide was missing, the system fan and power supply were noisy, and a rubber pad on lower case was damaged. It was noted the display dropped in some positions due to the lower display hinges being out of mechanical specification. Loose screw found inside the display assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported the back door tabs and head/programmer interface is loose causing intermittent telemetry. The programmer was returned for repair. No patient complications have been reported as a result of this event.